Event description:
It was reported that the pt was 1 hour 15 minutes into treatment when pt complained of feeling bad. The pt was put in trendelenburg and blood was noted on the floor. Catheter was checked and noted to be loose at the connection site. The connection was secured and a normal saline bolus was given. The pt was transported to the ER.